Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that when the patient tried to charge their implant, it was flashing on and off. The patient reported experiencing poor communication. They plugged the ins recharger (insr) into the desktop charger and reported seeing the ¿insr charging status¿ screen. Product services (ps) instructed the patient to place the insr antenna on their implant and then press the ¿start charge¿ button. The patient reported seeing the ¿reposition antenna¿ screen. They noted last night they tried repositioning the antenna ¿a whole bunch.¿ the patient stated that they had not charged in a week or so because they had a lot going on. They reported their implant was dead and had been for a couple days. The patient was unable to communicate with the patient programmer as well as the insr. The patient saw an info message that the patient programmer batteries were low. When the patient bypassed this message, they saw the ¿poor communication¿ screen. The patient was to see a healthcare professional on (B)(6) 2018. No symptoms were reported. No further complications were reported. Follow-up was conducted.